Event description:
It was reported the sjm representative met with the patient and could not establish communication with the ipg using replacement external devices. The patient reported she had gone an extended amount of time without charging the ipg. The physician planned surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.